Event description:
Scratchy throat morning of (B)(6) 2024, took at home covid test, it was negative. Symptoms continue to worsen on (B)(6), took at home coved test, it was negative. Symptoms continued to worsen on (B)(6), took at home covid test it was negative. Morning of (B)(6) 2024, covid test at doctor's office was positive, started paxlovid. Symptoms seem to have resolved on (B)(6) 2024, took at home covid test, it was negative. Unknown status of my covid19 infection due to repeated false negative results of at home testing. Reference reports mw5157359, mw5157361, mw5157362.